Event description:
The customer reports: the crna attempted to insert the arterial line into the left radial artery. She did get an immediate flash of blood upon insertion of the device., so she thought she was in the artery. However, upon pulling out the needle she met strong resistance. The crna alerted the vascular surgeon (this just happened to be a vascular case) and the vascular surgeon intervened, performed a cut down and extracted the device. The vascular surgeon indicated, he did not believe the crna had accessed the artery but rather was only in subcutaneous tissue, as evidence by visual observation of the device within the subcutaneous tissue and not the vessel. So whenever the crna advanced the catheter and then attempted to pull out the needle and guide wire the catheter scrunched up around the end of the needle/guidewire causing it to lodge in the sub-q tissue. Intervention - the vascular surgeon performed a left radial artery cut-down and repair, fractured line extraction. The patient had no complaints of paresthesia or pain to the left wrist. Good perfusion as evidence by warm pink left hand and bounding left radial pulse.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization device and lidstock for evaluation. The device contained obvious signs of use in the form of biological material. Visual examination of the returned sample revealed the catheter body was separated adjacent to the distal end of the catheter hub. A small portion of catheter body was still connected to the hub. The points of separation on the catheter body and hub appeared smooth and blunt, which is damage consistent with contact with a sharp object (needle, scissors, scalpel, etc.) Causing the breakage. The catheter body was compressed and stuck at the distal end of the needle bevel, which also indicates the catheter got caught on the needle bevel when retracting. The guide wire contained numerous offset coils and damage. The distal weld of the guide wire appeared full and spherical, indicating that it was intact. The length, inner diameter, and outer diameter of the returned catheter could not be measured due to the damage. The outer diameter of the guide wire measured to be 0.440 mm which is within specifications of 0.432-0.456 mm per product drawing. The catheter body and hub were able to advance off the returned needle with slight resistance. The guide wire was unable to advance or retract from the needle due to the numerous kinks. A manual tug test was performed on the remaining portion of the catheter body to ensure it was properly secured. A manual tug test confirmed the distal weld of the guide wire was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit provides suggestions to mitigate catheter/guide wire damage and ensure proper placement. It cautions the user, "if both vessel walls are punctured, subsequent advancement of spring-wire guide could result in inadvertent sub-arterial placement." It also cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." To mitigate catheter damage, the IFU cautions, "do not reinsert needle into catheter to minimize risk of catheter damage.". The customer report of a separated catheter body was confirmed by complaint investigation of the customer-supplied photos and returned sample. The catheter body was separated adjacent to the hub and was caught at the distal bevel of the needle. The guide wire also contained numerous kinks, which can also contribute to catheter resistance. A device history record review was performed with no relevant findings. Based on the customer report that strong resistance was encountered and the appearance of the returned sample, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: the crna attempted to insert the arterial line into the left radial artery. She did get an immediate flash of blood upon insertion of the device, so she thought she was in the artery. However, upon pulling out the needle she met strong resistance. The crna alerted the vascular surgeon (this just happened to be a vascular case) and the vascular surgeon intervened, performed a cut down and extracted the device. The vascular surgeon indicated, he did not believe the crna had accessed the artery but rather was only in subcutaneous tissue, as evidence by visual observation of the device within the subcutaneous tissue and not the vessel. So whenever the crna advanced the catheter and then attempted to pull out the needle and guide wire the catheter scrunched up around the end of the needle/guidewire causing it to lodge in the sub-q tissue. Intervention - the vascular surgeon performed a left radial artery cut-down and repair, fractured line extraction. The patient had no complaints of paresthesia or pain to the left wrist. Good perfusion as evidence by warm pink left hand and bounding left radial pulse.